Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (B)(4) displayed a "system error, out of service, revert to manual CPR" error message" was confirmed during the functional testing and based on the review of the archive data. The root cause for the reported complaint was that the drive train motor brake assembly air gap was out of specification and was not adjustable. The defective drive train motor needs to be replaced to address the system error, likely attributed to the defective component. Upon visual inspection, unrelated to the reported complaint, zoll service personnel noticed a crack at the lower corner on the patient left-hand side of the top cover, likely attributed to user mishandling, such as a drop. The top cover was replaced to address the observed physical damage. The archive data review indicated system error user advisory (ua) 139 (unable to hold compression position), thus confirming the reported complaint. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering on, thus confirming the reported complaint. The brake gap inspection indicated that the drive train motor brake assembly air gap was too wide (0.013 "). The brake gap is not adjustable and continues to open out of specification (0.008" ± 0.001"). The two motor shaft dimples had widened/worn out. The m3-.5 x 4mm set screws would not lock into the encoder shaft's dimple locking wells and caused the brake to disengage. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse platform with (B)(4).

Event description:
The autopulse platform (B)(4) was used to resuscitate a patient in cardiac arrest. The autopulse platform was successfully performing compressions for 5 to 10 minutes. However, after checking patient alignment and pressing start, the autopulse platform displayed a "system error, out of service, revert to manual CPR" error message after performing two compressions. The customer stated that the return of spontaneous circulation (rosc) was achieved. No consequences or impact to the patient.